Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colon resection. According to the reporter: the customer stated that the safety lock of the eea 31mm single-use stapler could not be removed. In order to go on with the surgery they opened a new device. The surgery converted to an open procedure due to the problem with the device. The surgery was delayed more than 30 minutes. There was no reinforcement material use.